Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was moderately tortuous and moderately calcified vessel. A 3.00mm x 12mm nc emerge balloon catheter was advanced for post-dilatation. However, during inflation, the pressure started to decrease at 17 atmospheres, so it was judged that the balloon had ruptured. The procedure was completed with a different device. No patient complications reported.